Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a reported missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire is attached to the sensor and housing puck. The customer's complaint of a missing sensor wire was not confirmed. A probable cause could not be determined.